Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Reporter occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the following allegations have been investigated: organ perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "on or about (B)(6) 2013, [pt] was implanted with a cook gunther tulip ivc filter. [Pt]¿s gunther tulip ivc filter subsequently malfunctioned and caused injury and damages to [pt]. In particular, [pt]¿s filter perforated through his ivc with one strut perforating aorta." Patient outcome: it is alleged that "[pt] faced numerous health risks, including the risk of death. The full impact of [pt]¿s gunther tulip filter on his health is unknown."

Event description:
The patient received an implant on (B)(6) 2013 via the right internal jugular vein due to prevent pulmonary embolism (pe). The patient alleges vena cava perforation and organ perforation. The patient further alleges anxiety, poor circulation, back pain, possible nerve damage, fear, and limited activity as well as post implant thrombus. Percutaneous/complex filter removal on (B)(6) 2018 due to abdominal pain. (B)(6) 2018, per a report from computed tomography; ¿positive for caval perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extend mid l4 vertebral body. A total of four prongs have perforation the ivc. Maximum distance prongs perforated 5mm. 7 degree tilt left to right. 3 degree tilt anterior to posterior. Diameter of ivc directly above filter 21mm x 22mm. Attention: a prong has perforated the aorta..¿

Manufacturer narrative:
G4: k172557. Investigation: the following allegations have been investigated: aorta/vertebral body perforation, thrombus, tilt, anxiety/fear, poor circulation, back pain, possible nerve damage, limited mobility, abdominal pain. Investigation is reopened due to additional information provided.the reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta/verebralbody perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety/fear, poor circulation, back pain, possible nerve damage, limited mobility, abdominal pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.